Manufacturer narrative:
Manufacturer's investigation conclusion: a direct correlation between heartmate 3 left ventricular assist system (lvas) and the reported events could not be conclusively determined through this evaluation. It was reported in "heartmate iii left ventricular assist device (lvad) outflow graft positioning and its influence on aortic regurgitation development: a single-centre retrospective cohort study" that heartmate 3 patients experienced severe aortic regurgitation (ar) and outflow graft (og) kinking. The single-center retrospective cohort study used data from 20 patients implanted at wythenshawe hospital, UK, 2015-2022. Diagnoses included 55% ischemic cardiomyopathy (cm), 30% dilated cm, and 15% postpartum cm and left ventricular dysfunction. The study analysed the relationship between og position and ar development. Computational fluid dynamics (cfd) simulations were performed to observe how aortic flow patterns produced by the og may influence ar development. The distance and vertical angle did not influence ar development in this dataset. However, 58% of patients with no ar had a rotational angle between 50±20° and over 75° increased the risk of og kink. The reported information was obtained through a literature review. The heartmate 3 device serial numbers and other specific case/patient information are not available. The current revision of the instructions for use (IFU) can be found on the eifu page of the abbott website. The heartmate 3 left ventricular assist system (lvas) IFU, rev. B, is currently available. Section 5 of the IFU, ¿surgical procedures", provides instructions regarding the preparation, installation, and orientation of the sealed outflow graft. Section 5 also contains a sub-section on "attaching the sealed outflow graft to the aorta", which instructs the user to stretch the graft completely and then measure and cut the sealed outflow graft to the appropriate length. Section 5 further cautions that the sealed outflow graft must not be kinked or positioned where it could abrade against a pump component or body structure. Section 5, under "attaching the sealed outflow graft to the pump", instructs the user to verify that the graft is not twisted or kinked by checking the position of the black line on the graft above and below the bend relief and ensuring that the line is straight. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported in "heartmate iii left ventricular assist device (lvad) outflow graft positioning and its influence on aortic regurgitation development: a single-centre retrospective cohort study" that heartmate 3 patients experienced severe aortic regurgitation (ar) and outflow graft (og) kinking. The single-center retrospective cohort study used data from 20 patients implanted at wythenshawe hospital, UK, 2015-2022. Diagnoses included 55% ischemic cardiomyopathy (cm), 30% dilated cm, and 15% postpartum cm and left ventricular dysfunction. The study analyzed the relationship between og position and ar development. Based on most recent diagnosis, 60% had no or trivial ar and 40% developed mild, moderate or severe ar. Computational fluid dynamics (cfd) simulations were also performed to observe how aortic flow patterns produced by the og may influence ar development. R the distance and vertical angle did not influence ar development in this dataset. However, 58% of patients with no ar had a rotational angle between 50±20° and over 75° increased the risk of og kink.